Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the display button was harder to press, so the site wanted to replace the system controller. There was no health hazard occurred to the patient.